Event description:
Follow-up from the physician provided that the increase in seizures was not related to vns. The device was being replaced prophylactically as it had been implanted for about 9 years and the family was concerned of the possibility that the pulse generator may not be optimally functional. Device interrogation and diagnostics were within normal limits on (B)(6) 2017. His mother is concerned that the pulse generator may be getting close to its end of life and its performance may decline between successive interrogations that may worsen seizure control. The increase in seizures was not worse than before vns.

Event description:
Full revision surgery occurred. The explanted devices have not been received by the manufacturer to-date.

Event description:
It was reported that a vns patient is having an increase in seizures. The patient¿s caregiver is requesting a replacement device. No known surgery has occurred to-date. Additional relevant information has not been received to-date.